Event description:
It was reported that patient presented in clinic for follow-up. It was noted that patient's lead exhibited noise. No intervention was performed, and lead is being monitored. There were no patient consequences.